Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone that she had low blood glucose but not hospitalized. Customer's blood glucose was 46 mg/dl. The customer went to her doctor because of her blood glucose. The customer was treated for the blood glucose with glucose gel and drink. The customer was not treated by the doctor for low blood glucose. The customer insulin pump setting were adjusted. They adjusted the carb ratio and decrease rates from 48 to 42.2 as the 24 hour total. The customer's doctor adjusted her basal rates. The customer was asked to do troubleshooting but declined. The customer stated that sensor glucose was very close to the blood glucose and the pump suspended like it should be.